Manufacturer narrative:
(B)(4). Please disregard all information in report number 3004753838-2016-03722 as it was reported in error. The information in that report has been submitted under report number 3004753838-2016-03724.

Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available.